Manufacturer narrative:
(B)(4). After a review of all 15 episodes with and without smart pass, continuing to use the rate zone settings (200/250 bpm) in effect at the time of the stored episodes, charging and therapy delivery would not be avoided with smart pass. However, a closer observation of the underlying rate and morphology indicate a wide looking ECG at rates slightly over 200 bpm. If these rhythms were not supposed to be treated, then a slightly higher conditional zone coupled with smart pass may benefit this patient for sensing appropriately. If the underlying wide looking ECG may be reproduced, then forming a template at this time may also help the double detection algorithm to recognize oversensing. The smart pass feature is designed mainly to avoid t-wave oversensing; however it may benefit wide qrs complexes as well especially when the frequency is below the 9hz hp filter being activated with smart pass. In these episodes, the frequency content of the wide looking qrs complexes is borderline, thus making smart pass not as effective as desired. The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a history of inappropriate shocks due to oversensing and double counting. Over the three years of implant time, the physician had reprogrammed various settings in effort to reduce the occurrence of inappropriate shocks. At the recent device check, the physician asked the boston scientific field representative to determine if the next generation device's smart pass feature would reduce or eliminate the oversensing and inappropriate shocks for this patient, to help determine the next device for this patient. A boston scientific technical services consultant reviewed the ten treated and five untreated episodes. Of the ten treated episodes, there were two episodes that each delivered five shocks, such that therapy was exhausted in those episodes. The remaining episodes delivered only a single shock except for one episode which delivered two shocks. No adverse patient effects were reported due to the inappropriate shocks.